Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 jammed and was unable to fully close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was not opening. The field service engineer (fse) identified that the drawer issue was caused by a loose latch catch due to a missing screw, which was replaced. A damaged open/close sensor was also discovered, and the work order was postponed obtaining a replacement. Additionally, the fse addressed the drawer issue by replacing the open sensor, latch assembly, and spring. After completing the repairs, the system was tested and confirmed to be functioning as intended. The system functioned as intended after field service engineer repaired the device.